Event description:
The customer reported to olympus, the light source front panel flashed when the power was turned on. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: inlet fuse box burnt out. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: output connector (light guide connection) did not enter high-luminance mode due to failure of high-luminance detection part; xenon lamp light intensity decreased due to wear and tear; and front panel damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.